Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to dislodgement and noise. The lead was successfully explanted. The patient was stable.